Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver instrument was not moving correctly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scaled appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument did not move in the intended direction (e.g., intended direction=right and observed instrument movement=right). The instrument was stuck at a right angle. There was no shakiness and/or friction experienced/observed. There was no injury to the patient. No broken cables were seen. There are no photos or videos available for review. The surgeon stated that wheels were checked, and drapes and no interference was found with the drapes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the engagement and energy recognition tests. The instrument moved intuitively with full range of motion in all directions. A visual and manual inspection was completed and no issued was found. The instrument passed cutting tests. The instrument was fully functional. No product issue was found.